Event description:
A customer reported the error message of "scan again in 10 minutes" for 2 hours or more while scanning the adc freestyle libre 2 sensor. As a result, on (B)(6) 2022, the customer experienced hypoglycemic symptoms described as sweating and had a loss of consciousness. The customer regained consciousness and self-treated with breakfast. There was no third-party medical treatment provided. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.